Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event identified during preventative maintenance. The cause of the air in line alarm was determined to be an out of calibration air sensor. To correct the condition, the air sensor was recalibrated. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump presented an air in line alarm. No additional information is available.